Event description:
It was reported that this right atrial (ra) lead exhibited high, out-of-range pacing impedance measurements of greater than 3,000 ohms. The lead had switched to unipolar then it was programmed back to bipolar. Additionally, there were stored atrial tachy response (atr) events that had observations of noise on the ra channel. It was noted, troubleshooting was performed and the noise could be recreated. Boston scientific technical services provided troubleshooting options and provided possible causes. This ra lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).